Event description:
Device diagnostic testing at office visit (both normal mode and systems diagnostics) resulted in high lead impedance readings (dcdc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the high impedance test results. Treating physician was not aware of any recent injury or trauma experienced by the pt that may have damaged the ncp system; however, the pt no longer feels device stimulation. Lead break is suspected. Revision surgery is not planned. The pt does not have any evidence per her recent eeg that she is having seizures. No serious injury was reported in conjunction with the high lead impedance condition.